Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The patient had been throwing up all night and he thought that he was getting too much morphine from the previous 10% increase that the doctor had given him. The patient had flu-like symptoms of vomiting, clammy, and restless. There was no alleged product issue. The patient had an appointment on the date of this report to discuss his current daily dose. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. The cause of the patient¿s symptoms, interventions/actions taken and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.